Event description:
It was reported that during a biopsy procedure in the left iliac bone, the white hub of the device allegedly did not rotate with needle during removal. Only white hub was rotated. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the ostycut bone biopsy needle products that are cleared in the us. The pro code and 510k number for the ostycut bone biopsy needle products is identified in d2 and g5. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the cannula, the obturator and the stylet of a biopsy needle set were returned for evaluation. The components were found contaminated. Based on evaluation completed the reported detachment could not be confirmed. However, significant marks of a tool over the entire length of the cannula were found, indicating that excessive force may have been required to remove the cannula from the bone. A material defect or a deficient fabrication of the joint could not be verified. Based on evaluation of the sample returned the reported problem could not be confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently describe the correct application of the product. In section 'method of use' the instruction for use states that puncture is carried out using the two-part ostycut® needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied, and the cannula and stylet should be inserted as a single unit to the inside of the bone. Care should be taken to retain the biopsy material in the cannula. The cannula should be withdrawn from the puncture site by applying counterclockwise rotation and traction. In case the ostycut® disposable bone biopsy needle cannula cannot be removed smoothly from the punctured bone area; it should not be attempted to remove the ostycut® disposable bone biopsy needle cannula by oscillating movement of the cannula. The bone biopsy cannula should be removed from the punctured bone area by simultaneously applying counter-clockwise rotation and traction. Regarding use of a handgrip the instruction for use states: "remove the stylet and attach the handgrip to the cannula after verify that the ostycut® needle was advanced toward target tissue. Continue puncture by further clockwise rotation of the ostycut® needle. To improve efficacy of histologic diagnosis, insert the cannula into the lesion until the opposite internal bone wall is reached. (...) After reaching the lesion, remove the handgrip from the cannula. Attach the aspiration syringe to the cannula and aspirate the biopsy tissue securely to the inner cannula. H10: b5, g3. H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s., but is similar to osty-cut bone biopsy that is cleared in the us. The 510k/PMA number, and pro code is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a biopsy procedure in the left iliac bone, the needle of the device allegedly disconnected from the white hub. There was no reported patient injury.